Manufacturer narrative:
(B)(6). Will not be returned to manufacturer.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 113 mg/dl (inform (B)(4)) and 588 mg/dl (inform (B)(4)). Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 113 mg/dl (inform (B)(4)); 31 mg/dl (lab) result of 113 mg/dl were taken only once - no duplication of readings. Patient was given orange juice and drank it on her own. No adverse event reported. Requested return of suspect device; however, strips were all used. Replacement was sent.